Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer passed away in hospital. The customer was hospitalized on (B)(6) 2018. The cause of death was natural causes due to cancer. The caller stated that the customer had melanoma that had spread to the liver and led to the customer's passing. The customer¿s blood glucose was going low due to the cancer, and the customer was taken off the pump. The customer was not wearing the insulin pump at the time of death for a couple of days. The customer was not using sensors. The caller declined to return the insulin pump for analysis.